Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient told the rep that she has some pain and tenderness around her ins. She was also seen for another reprogramming and since then her pain has gotten better, but then also has gotten worse. It seems to go back and forth. The rep did an impedance check and found that contact 8 was out of range. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the contact out of range was high impedances. They stated that the cause of the high impedances was unknown, but they were able to program around them. The rep is unsure if the high impedances have resolved. No further complications were reported or anticipated.